Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump flows decreased upon peel-away sheath removal, the pump was inadvertently removed from the left ventricle while trying to reposition. As a result, it was decided to remove the pump, flush it and was able to successfully re-insert it through the long peel away sheath and get better flows.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.